Event description:
The customer contact reported an operator error in programming the device, which resulted in the pt receiving less medication than intended. The pump was programmed to deliver total parenteral nutrition (tpn). No specific programming parameters were provided. After an unspecified length of time, the nurse changed the duration of the infusion which affected the rate of delivery. There were no reported adverse pt effects. No medical interventions were required.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The customer contact indicated the event was the result of an operator error in programming the device.